Event description:
It was reported that the customer was taken to the hosp due to high blood glucose levels and ketones. Troubleshooting was performed, and during the prime test, the mother noticed moisture around the quick set. She also mentioned that the tubing was discolored. Reviewed the alarm history, and found multiple no delivery alarms for (B)(6), 2011. Found that the customer did not change the infusion set after getting the no delivery alarm. Also, the time was off by an hour. The mother was uncomfortable with the insulin pump, and requested a replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.